Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the spare lamp of the subject device was broken. The exact cause of the spare lamp failure could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and emergency lamp indicator was blinking since the spare lamp of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preventive maintenance, a spare lamp error occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.